Manufacturer narrative:
Bayer service performed a checkout of the avanta fluid management system and found it performed to specifications. The system has been in use daily since the reported event. The disposables used in the reported occurrence were discarded by the customer and unavailable for evaluation. Bayer product analysis performed functional testing on retained spat samples of the lot number provided (lot #171205). The product was found to perform to specification. A bayer clinical support specialist visited the customer site on april 12, 2018 and offered additional applications training. The customer declined at this time.

Event description:
The following information was obtained from a bayer representative: a critical patient arrived at the emergency suite in unstable condition undergoing automatic CPR. The patient was taken for an emergent catheterization procedure. The avanta fluid management system was set up and prepared for use on this patient. While the patient was connected to the injector and switched to manual CPR, the physician attempted to place a stent in the left anterior descending artery (lad). During the procedure a small amount of air was visualized in the lad. The patient later expired, which the customer reported was unrelated to the air injection.